Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a single chamber implant procedure, the physician placed the right ventricular lead on the right ventricular septum and extended the screw. The lead flipped up and did not appear to be screwed into the cardiac tissue. The physician retracted the screw and moved the lead to a more apical spot. The lead was tested and normal electrical values were noted. Shortly after, the patient's blood pressure dropped and chest compressions were performed. An echocardiogram was performed which revealed a 'small effusion'. The patient was treated with epinephrine while continuing chest compressions. The patient was stabilized and was able to speak, it was then decided to terminate the implant procedure and the lead was removed and the pocket was closed. A few moments after, the patient crashed with little blood pressure and a pericardial tap was performed but only a small amount of blood was retrieved. The patient deceased. The physician suspected that the perforation and tamponade contributed to the patient's death. The physician also noted that the patient's age and anatomy had contributed to the difficulty of placing the lead and may have been to stiff for the patient. No additional information was available at this time.